Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the left ventricular (lv) lead exhibited high capture threshold. The lv lead was capped and replaced on (B)(6) 2016. The patient was stable throughout.